Event description:
A discordant, falsely depressed creatinine patient result (1 patient) was obtained on an atellica ch 930 instrument due to a mismatched barcode scan. Sample ID (B)(6) was loaded into the system but was identified as sample ID (B)(6) and processed. The sample tube was reloaded on the same systema and was identified correctly. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed creatinine patient result.

Manufacturer narrative:
A united states (us) customer reported a falsely depressed creatinine patient result (1 patient) obtained on an atellica ch 930 instrument due to a mismatched barcode scan. The customer contacted the siemens customer care center (ccc) and a siemens customer service specialist (css) reviewed the information provided. There were no barcode errors identified after reviewing the system message log and operator event log. The customer had cleaned the entire area including the reflector plate, entered service diagnostics for vessel mover module (vmm), and reset the tube characterization station (tcs) area. The customer had tried to reproduce the event but the same sample was read correctly. Customer had confirmed that all the samples are scanning properly and that there were no other instances of mismatching. System is fully operational. The instrument is performing according to specifications. No further evaluation of this device is required.